Manufacturer narrative:
Philips has investigated this complaint. The philips field service engineer (fse) inspected the system onsite and confirmed that the system flexvision display was blank. Upon further inspection, fse confirmed that the display port to dvi converter was faulty. Fse replaced the display port to dl dvi converter. After replacement of dvi converter, the system was returned to use in good working order. The codes were updated based on the investigation outcome.

Event description:
It was reported to philips that flexvision would not display images. The device was in clinical use at the time of reported event. No harm was reported to philips. Philips has started an investigation of this complaint.